Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a secondary surgery was successfully performed on a patient with the light adjustable lens+ (lal+, (B)(6), +22.0d) following final lock in to remove debris from the lens that was causing visual disturbances. Symptoms were resolved and the lens was not explanted.